Event description:
Pt stated that last night, he was going to switch to his other pump and it started beeping "no disposable, pump wont' run". Pt stated that the pump also wouldn't let him prime. Pt continued to use his working pump and did not experience any side effects as a result of the malfunctioning pump. Pt was informed that a new pump, as well as a return box will be sent to him for delivery tomorrow, so of malfunctioning pump, (B)(4). Dose or amount: 40 nkm, frequency: every 24 hours, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.